Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the patient's right ventricular (rv) lead was oversensing noise. No intervention was performed, and the clinic will continue to monitor the patient. Patient status was unknown.